Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown, 1000 mcg/ml, 414.4 mcg/day) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI (magnetic resonance imaging). Pump status and or event log reported "motor stall occurred; motor stall (active)." The patient just started hearing the alarm "today." There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient went to the ER (emergency room) due to the device alarming. The patient had a refill on (B)(4) 2018 and on (B)(4) 2018 the pump had a motor stall and continued to alarm. The patient was admitted and the next day the pump was explanted and replaced. Per the company representative when the pump was interrogated it stated the device had 15 months left. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The type of baclofen the pump was infusing was lioresal 100mcg/ml at 413.7 mcg/ per day. The issue was resolved at the time of the report. It was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the pump was replaced on (B)(6) 2018. It was reported that the motor stall had not resolved and that¿s why the pump was replaced. The patient's weight was reported as (B)(6) lbs. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.